Event description:
During follow-up, loss of pacing was observed on the device. Resuscitation was performed on the pacemaker dependent patient. The device was explanted and replaced to resolve the event. The patient was stable following the procedure. There were no adverse consequences.

Manufacturer narrative:
The reported event of no pacing output was not confirmed. The device was received with normal output and normal telemetry communication. Analysis of the device image indicated the device was operating at below elective replacement level and was implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced and its voltage level is sensitive to variations such as temperature, rate responsiveness, and prolonged telemetry during interrogation. These conditions can result in fluctuation of battery voltage level which can affect the device¿s stability. Electrical and mechanical tests performed including telemetry and output verification did not identify any functional issues. The device exceeded its projected longevity and is consistent with normal battery depletion.